Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient was seen (B)(6) 2025, program adjustment made and x-ray reviewed by md. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell about a month and a half ago and dislodged the device. When asked, patient said that did have an x-ray about 6 weeks ago and healthcare provider determined that the device has moved. Patient said that about a day or so later started getting weird sensations in vaginal area, like a sharp zap. Patient called healthcare provider office and then received a call from a company representative about the issue and was directed to change the program which resolved the issue. Patient said has an appointment with healthcare provider and company representative on wednesday to discuss next steps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.